Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip was fired over a vessel and clip scissored. The clip was removed and the device was fired two more times outside of the patient and the two additional clips that were fired were also scissored. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.the event occurred the week of (B)(6) 2015. Exact date not provided.

Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed ten scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.